Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that exhibited premature battery depletion and was at eri (elective replacement indicator). Patient was stable.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The battery was analyzed by its manufacturer and an internal battery anomaly was found. The cause of premature battery depletion was due to the anomalous battery.